Event description:
Pt's home health (B)(6) reports that with pt's infusion yesterday, pump was malfunctioning. Home health rn reports the pump kept giving error alerts that there was air in the curlin tubing line, even though the home health nurse said she could not see any. Home health nurse reports she tried troubleshooting by priming the line, providing more tension, and reducing tension, however nothing worked. Infusion lasted an extra 2 hours per home health nurse, and this has happened in the past as well. Per professional judgment, authorized new pump to be shipped out. Home health nurse said pt wouldn't take care of it, and she would deal with it at next infusion in june. No further information. Unknown if defective pump is available for return. Lot and expiration date not provided. Unknown if any adverse events. Reported to (B)(6) by: health professional.